Manufacturer narrative:
The following sections were updated/corrected/added: b3, b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. There is no information pointing out any pre-existing patient conditions, procedural factors or imaging related issues. Moreover, no problems were noted during the procedure. Due to limited details, the definitive root cause for this event is indeterminable. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
As per the report received from germany, edwards received notification of a pascal procedure in mitral position by right femoral vein where three devices were implanted. The regurgitation was reduced from grade 4 to 0. After the procedure there was an slda of the third device and a reintervention was performed.